Manufacturer narrative:
Pump received with intermittent up button response due to flattened button dome switch. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched keypad overlay and scratched address serial number label.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.